Manufacturer narrative:
It was reported that the patient was experiencing power switching. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal any anomalies during or before the reported event date. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The battery was able to adequately provide power to a test controller. Based on the available information and log file analysis, the reported power switching events were not confirmed. Additionally, the battery passed visual and functional testing. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Devices have not been received.

Event description:
A report was received from the patient that the controller switched from one power port to the other before battery capacity was down to 25%. The site confirmed that the issue occurred with one battery. The battery was replaced with no reported consequence or impact to the patient. Log files are not available as the site did not download data from the controller before the patient went home.  No further information was provided.